Event description:
It was reported that long pauses in the patient's pacing rhythm were seen via a merlin.net transmission. Upon review of the egms, oversensing due to noise was observed. Programming changes were recommended. No further information is available.

Event description:
New information received indicates that the noise was related to myopotential oversensing. The patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).